Manufacturer narrative:
A sorin service representative replaced the touch screen, cable and gasket. The system was flashed and testing showed the system to be working correctly. The touch screen was returned to sorin group USA. Pictures of the returned touch screen were sent to sorin group deutschland. Evaluation of the received photos from the touch screen indicated that liquid penetrated into the touch screen, causing the reported issue. A review of the DHR could not identify any concessions, deviations and nonconformities relevant to the reported failure. A CAPA has been generated and is ongoing. As a corrective action, a change order was already implemented.

Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive in the lower-right corner during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive in the lower-right corner during preventive maintenance. The investigation is ongoing. A follow up report will be sent when the investigation is complete.